Event description:
Customer reported that she was hospitalized two weeks ago and has been experiencing high blood glucose readings. The customer's blood glucose reading at the time of the hospitalization was over 500 mg/dl. The customer reported symptoms of nausea and frequent urination. The customer was treated with insulin at the hospital. Customer also reported receiving motor error alarm on her insulin pump. Patient's current blood glucose reading is 371. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.